Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the bowel on an open bowel resection, the stapler would not release from the tissue but they eventually got it apart and off the tissue. It was stated that the knife blade was difficult to retract. They fired another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. The visual and photographic inspection of the instrument displayed no abnormalities. The loading unit was fully applied and the interlock was engaged. Additionally, the cartridge cover was disengaged and missing. No damage was noted to the knife blade. A test single use loading unit (sulu) was loaded into the returned device for functional testing. The instrument and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.